Event description:
In 2005, pt had mesh implant for repair of incisional hernia repair. Pt developed pain in the epigastric area. Surgeon initially felt this pain was secondary to a suture granuloma or a retained staple from a previous surgery. CT scan done with negative findings. Pt continued to complain of pain. In 2008--pt underwent surgical procedure where entire mesh was explanted. Md found hernia recurrence and when mesh was exposed,and, found a small area where the ring was fractured. (Fractured ring was reported to be pointed out towards pt's body). Per risk manager-explant surgeon felt mesh was not responsible for pt's symptoms. Two months later--pt is reported to be doing well per risk manager. A second mesh was returned with the mesh listed above. While this mesh was explanted, no information received indicates that this mesh caused or contributed to the original event.

Manufacturer narrative:
The returned mesh was found to be somewhat distorted and there appeared to be a section of the patch that had been cut off. Mesh was explanted as part of another procedure.